Event description:
It was reported that the patient experienced an infection after pocket inflammation was noted on a three month post operative visit. Blood tests taken were normal and the inflammation resolved without antibiotics or intervention. The cardiac resynchronization therapy defibrillator (crt-d) system and absorbable envelope remain implanted. The patient is a participant of the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.